Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010, and suture was used. During the procedure, the needle broke. The broken part did not fall into the pt. The procedure was completed with another like device. There were no adverse pt consequences reported.